Manufacturer narrative:
This report is submitted on 5 march 2021.

Manufacturer narrative:
This report is submitted on january 22, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 (elective explant). The patient was not re-implanted with another device.